Event description:
It was reported that during an unknown procedure, the jaw would not open after firing. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.